Manufacturer narrative:
(B)(4). One unknown used IV set was received for evaluation. Upon visual evaluation the sample was broken at location of the middle y-valve and back check valve. The back check valve was found to be partially inside of the y-valve, and both broken pieces had jagged edges with white stress marks. The y-valve did not appear to be damaged. The root cause of this incident could not be definitively determined at this time, however, it appears that the device was subjected to an undue force or pressure causing the back check valve to break off inside the y-valve. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: IV tubing was broken in half and saline and blood had leaked all over the floor.